Event description:
The pump was explanted/replaced due ot eos (end of service); battery is depleted. Patient outcome was noted as recovered without sequela. Drugs delivered via the device were noted to be morphine, clonidine and prialt.

Manufacturer narrative:
Catheter, model/ serial#/ implanted/ explanted: unk; catheter, model: 8832, serial# (B)(4), implanted/ explanted: unk. (B)(4). Analysis of the pump revealed pump/hybrid/watchdog reset, cause unknown; pump/hybrid/pump memory error and pump/hybrid/s2 general anomaly with the hybrid. Pump memory logs and ip logs showed no anomalies; pump passed dispense testing, battery command test and the battery resistance testing. On decoding the battery command test log it was discovered that a reset had occurred at some point during testing (anomaly was discovered to have occurred during programming for dispense testing). A programmer 8840 was used to interrogate the pump to see if an anomaly could be located. Printout indicated that during the programming of the dispense test the pump suffered a watchdog reset, time in ram corrupt and a non-critical memory error. The pump could be reprogrammed and ran/performed as expected.